Event description:
The 5-year-old admitted from home with PICC line. Upon admission to hosp, mother noted that her son's PICC line had broken at the hub site. Catheter migrated into pt requiring removal by intravascular angiography.